Event description:
It was reported that a female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant and experienced left-sided grade iii capsular contracture postoperatively. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 24, 2022, mentor received additional information regarding the device date of explantation. The device date of explantation has been updated to (B)(6) 2022. On june 08, 2022, the mentor failure analysis lab has received the device for evaluation. On june 12, 2022, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).